Event description:
The patient reported a shocking, jolting sensation. The patient (pt) was getting zapped continuously at the battery ins (implantable neurostimulator ) site, vagina, and in back across from the ins. She said it felt like a spasm. There were no trauma/falls reported that could be related to this issue. Pt said she had not adjusted the stim it just started. Symptoms reported were: zapping, spasm. Location of symptoms reported: ins site, vagina, back. Event date: (B)(6) 2016. (About a week ago). Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that the patient turned down the stimulation from 1.3 to 1.1v, and made an appointment with the healthcare provider to resolve this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.